Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was in the 30 mg/dl range, which was treated with glucose tablets. The customer stated that she did not know why her blood glucose levels were so low. She declined troubleshooting for the matter and advised that she had not been hospitalized. She also reported that the insulin pump had alarmed no delivery and sensor error. The day of the sensor error alarm was the same day she experienced low blood glucose. Nothing further reported.